Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, that an artery perforation occurred. The physician was treating a non tortuous non-calcified lesion in the proximal left anterior descending (lad) artery. He placed a 3.0x24mm taxus express2 drug eluting stent successfully, however, reported difficulty in delivery balloon withdrawl. The physician then repositioned the guidewire to help remove the delivery balloon and was successful, however, angiography showed a small vessel perforation at the level of the stent. A balloon was inflated over the perforation as an intervention. The pt was not hemocompromised throughout this event and no cardiac tamponade occurred. The pt reported nausea and was hospitalized for several days following the procedure. They are currently reported to be in good and stable condition.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.